Event description:
It was reported that the pt was experiencing severe spasms and in "withdrawal". An x-ray indicated the catheter had disconnected. The devices were explanted. The pt developed a skin infection postoperatively. The pt was treated with oral medications and was re-implanted without a problem about two weeks after the initial removal. The drug used in the pump was lioresal. The pt recovered without sequela.

Manufacturer narrative:
.